Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's wife reported via phone call that the insulin pump alarmed button error and had moisture damage. The customer's blood glucose reading was unknown. She stated the insulin pump was to submerge in water. Advised to discontinue use of the device and revert to a back-up plan. The device would need to be replaced. The insulin pump will be returned for analysis.